Event description:
It was reported the customer was hospitalized for diabetes ketoacidosis. The customer wanted to return his infusion sets. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.